Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported clarified the patient had trouble with both bladder and bowel functions when the device was not working. It was noted that the implant lost its program. The technician removed the old program ¿active stimulation¿ and set it to basic (manual control of implant) settings. It was reported that, for the most part, the issue was resolved but the patient still was having pain in their feet. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer reported that the patient was having issues with the stimulation and the device was ¿not working properly.¿ the consumer reported that the patient met with a manufacturer¿s representative (rep) and reset/reprogrammed the patient¿s device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller is reading this even from the patient¿s chart. The stimulator is malfunctioning as it is skipping beginning a couple of weeks ago. The caller did not know what this means. The patient is having break through pain. There is an intermittent shocking sensation and intermittent shocking pain beginning in (B)(6) 2018. There is intermittent pain beginning in (B)(6) 2018. The caller did not know the location of the pain but it is not related to the shocking. The patient is not getting relief. They also fell a couple of times beginning in (B)(6) 2018. The pain and shocking sensation were noted to be sudden. The caller did not know the location. The patient is having bowel problems/function beginning in (B)(6) 2018. They are losing their bowels and have pain when walking. The is charging more frequently beginning in (B)(6) 2018. It was unknown what the patient¿s settings were. The patient is in prison and it was unknown if the patient could leave to see a physician or if a manufacture representative (rep) could come and see the patient. The caller would discuss with the warren. No further complications were reported/are anticipated.